Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had an air bubble in her reservoir. The patient's blood glucose at the time of incident is unknown. The approximate size of the bubble exceeded champagne bubble size. The customer stated that the insulin pump was rewound with a reservoir inside of it; the customer was advised against that practice. No products were returned or replaced.